Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to the right ventricular lead not capturing. It was also intermittently oversensing r waves - as noted on presenting and stored electrograms - and the lead had increasing then high threshold for about five months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.